Manufacturer narrative:
The customer has refused further support; therefore, the cause of the customer's allegation cannot be determined. It is unknown how this issue was resolved.

Event description:
It was reported that the intellivue multi-measurement module x3 had a speaker malfunction error. No further information was made available. It is unknown if there was still sound coming from the device. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.